Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump had stripped battery cap coin slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were unable to remove the battery cap on their insulin pump and that the customer had a high blood glucose level of 556 mg/dl. The battery cap is stripped and the battery is dead. The customer treated their high blood glucose with manual injections. They were still unable to remove the battery cap during troubleshooting. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.